Event description:
As reported by the customer for this event, during reprocessing it was observed that there was a gap and damage at the instrument channel port. The hoses could not be connected. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the distal end rubber coating was removed (piece missing). However, it is not certain when that piece was removed. The bending tube metal braid was damaged as well. There was a gap in the instrument channel port. The user¿s complaint was confirmed. Other incidental observations for the device were, a-rubber leak; instrument channel port is rusted with ks-mouthpiece corroded; cable tube unit scratched; scope connector cover damaged; and angulation less or specified value. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5. Please see updates to b5, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the distal end rubber fell off, the damaged bending tube metal braid, and the damaged instrument channel port were caused by stress, handling or other issues. The root cause of these event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
In addition to the customers complaint, the returned device was inspected. Upon inspection, it was observed that the distal end rubber coating was removed (piece missing) and the bending tube metal braid was damaged. Other incidental observations for the device were, a-rubber leak; instrument channel port is rusted with ks-mouthpiece corroded; cable tube unit scratched; scope connector cover damaged; and angulation less or specified value. This reported is submitted for the distal end rubber falling off, the damaged bending tube metal braid, and the damaged instrument channel port.